Event description:
It was reported via a trial that the target lesion was located in the proximal left anterior descending (lad) with 95% stenosis, a length of 12 mm, and a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation, placement of a 2.50 x 18 mm promus stent, and post-dilatation with 10% residual stenosis. The subject was discharged on (B)(6) 2009 on aspirin and clopidogrel. Baseline index angio results, dated (B)(6) 2009, no reflow was noted post procedure. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported occlusion is listed in the instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.